Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted (B) (4). There are 3 events associated with this event type (device broke or disassembled during use) and product code (B) (4).

Event description:
Device broke or disassembled during use. It was reported that during a case, the surgeon snapped a hex drive while trying to correct the augment that had been screwed in upside down. Further, it was reported that a different sized augment and component were then used.